Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted during the index procedure; one in the mid lad and one in the proximal lad. Event was identified by the clinical events committee and deemed to be consistent with an mi. It was reported that an mi occurred on the same day as stent implant. Mi was categorized as a non q wave mi, in the territory of the target vessel. No further details are available. Patient was asymptomatic / free of symptoms at 30 day, 6 month, 1 year, 1.5 year, 2 year and 2.5 year follow up's. Reference MFR report numbers 9612164-2011-01493 and 9612164-2011-01494.

Manufacturer narrative:
(B)(4): evaluation code, results: - inherent risk of procedure (mi).